Event description:
During a cardiothoracic surgery, the cor-knot device did not fire correctly resulting in the the sutures being loose and requiring removal and replacement of the sutures. In addition, it required extra sutures and additional cross-clamp time.